Event description:
Patient revised on (B)(6) 2020 when reverse shoulder arthroplasty was converted to a hemi shoulder arthroplasty after the patient fell. Fall caused screws to break and baseplate and glenosphere to move anteriorly. Surgeon explanted 24mm glenoid baseplate, 36mm centered glenosphere with screw, 36/+6 standard humeral cup, and 4 locking screws (lengths= 25mm, 25mm, 30mm, amd 35mm). Surgeon filled glenoid side with bone void filler and then implanted an eccentric taper adapter and 46x18 offset humeral head.